Event description:
The perfusionist reported 8" roller pump losing occlusion over the course of the 2.5-hour case. Perfusionist noticed retrograde flow from the arterial line after decannulation. The perfusionist used a dry erase marker to mark the positions of the occlusion setting knobs relative to a position on the roller housing after the occlusion was set. At the start of the case, it was in a vertical line. At the end of the case, the position of the lines did not align and the occlusion was loose about 7 clicks. Manufacturer response for roller pump on perfusion heart lung machine, (brand not provided) (per site reporter). Company identified that at high rpm (>190), occlusion locking mechanism can shift after a hard stop (lid open and safeties). Company replicated this issue in other 8" roller pumps. Company noted the exact rpm varies by pump, but is consistently 180 rpm or higher. Company states it will assess system adjustments to mitigate this issue.